Event description:
The surgeon attempted to implant a cc4204bf collamer lens. The lens stuck in the cartridge as the surgeon was advancing the lens. No pt contact.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that one lens haptic was torn. The cartridge was returned and showed no visible damage. Complaints of this nature are being investigated.